Event description:
The clinician reports the implant was inserted (B)(6) 2023 n ada 2. Details of surgery: sinus augmentation. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. There were no reported patient injuries or complications.